Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, bone loss and loosening of the femoral and tibial component at the cement to implant interface. A competitor cement was used. It was reported that the femur came off fiarly easy, the cement had debonded from the femur. There was a significant amount of bone loss. It was also reported that the oval dome patella was replaced due to wear. The tray was removed and the stem was well fixed. The implant was a sigma rp/ps flex knee. No surgical delay. Doi: 10-15 years ago, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: lot information not available.